Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment but was unable to confirm the reported issue. The oxygen flush valve was replaced proactively.

Event description:
The hospital reported the oxygen flush valve stuck open. There was no report of patient involvement.